Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was determined that the ipg had somewhat twisted in the pocket. The patient will undergo a revision.